Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4) device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue.